Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report getting high readings w/his meter. Has been using for about one year. Ran a comparison against another meter. Analysis run on clark error grid using competitive reading (87) as ref. Point vs. Bd readings (465) yielded data points in the e range of the grid, outside of acceptable limits.